Event description:
On 05/09/2022, it was reported by a sales representative via email that while using a nano corkscrew sutures broke leaving the anchor with nothing. This occurred when surgeon was attempting to screw in the anchor during a thumb ucl avulsion fracture repair on (B)(6) 2022. Due to the larger retaining clip, surgeon was unable to see the landing spot for the anchor and could not tell if it was flushed with the bone.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.